Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the laser probe could not be inserted into the trocar. An alternate probe was used to proceed with surgery. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was not returned for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. The 25 gauge illuminated flex curved laser probe was packaged on (B)(6) 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. An internal investigation has been opened to address this issue. The manufacturer internal reference number is: (B)(4).